Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient was on their way to the doctor to get a second opinion. It was noted that their current surgeon said to contact the manufacturer as to why their device changes settings and what physical symptoms a patient should have at the various settings. It was indicated the patient had hydrocephalus post meningitis.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient had hydrocephalus post tumor, fell on their head on (B)(6) 2018, and had been symptomatic first. The patient had a plethora of symptoms including "swoshing" feeling when they stand up. It was stated that their device seemed to be changing pressure settings as the physician had been adjusting it back to pl 1.0 every time the patient saw them.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported the patient stated they believed their device was giving them great problems where they were having a hard time functioning with symptoms that sounded like they were device related. It was noted they were feeling very sick.

Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received reported the patient fell on (B)(6) 2018, was not feeling well and was ill. It was stated that their device was changing level settings expectantly. The valve was supposed to be set at 0.5, but when it's checked, it's at 2.0. This has happened several times, and they are now having trouble talking and was not walking anymore. It was noted the patient fell and hit their head at some point and was not sure if that was the cause because since then their valve was changing settings off and on. The patient indicated they were experiencing heaviness in their legs, swaying, knees buckling when walking, dizziness, lightheadedness, feeling spacy, and sick all over after the fall.